Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the enterprise 2 (B)(6) study, a (B)(6) year-old female ((B)(6)) with a past medical history of cerebral infarction ((B)(6) 2021) underwent stent-assisted coil embolization of an unruptured internal carotid artery (ica) aneurysm on (B)(6) 2021 and experienced a cerebral infarction following the procedure. The exact timing of the event in relation to the study procedure was not reported. Computed tomography (CT) of the head was performed post-operatively and no significant bleeding was observed. Intravenous (IV) medication was administered as treatment. The end date was entered as (B)(6) 2021; however, the case report form (crf) also indicates that the patient has not recovered from the event. The stroke was neither disabling nor led to in-stent thrombosis or stenosis. Per the principal investigator (pi), the event was mild in severity and possibly related to the study device, procedure, and dual antiplatelet therapy. The event was not considered serious. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 6.71mm and neck width 2.77mm. The parent vessel diameter was 3.89mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312/58522773) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Heparin was administered during the procedure. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2021 demonstrated hunt & hess grade 0 and modified rankin scale (mrs) score of 0. The patient was started on aspirin 1 gram and clopidogrel 75mg on (B)(6) 2021 for prevention of thrombosis. Ticagrelor 45mg was taken from (B)(6) 2021 through (B)(6) 2021, and the dosage was increased to 60mg from (B)(6) 2021 through (B)(6) 2021. On (B)(6) 2021, the dosage was decreased back to 45mg but administered twice daily (bid) (this medication is ongoing). Additional information received on 19 apr 2021 indicated that the patient suffered from the reported cerebral infarction approximately three and a half hours after the procedure. The procedure end time was 13:55 and the start date of the adverse event was 17:30. There was no evidence of coil protrusion associated with the event. The investigator confirmed that the end date of the event was (B)(6) 2021. Computed tomography (CT) report dated (B)(6) 2021 and magnetic resonance imaging (MRI) report dated (B)(6) 2021 were provided but pending translation. Modified information received on 20 apr 2021 was received indicating that the outcome of the event was updated to recovered/resolved.

Manufacturer narrative:
Product complaint # (B)(4). Complait conclusion: as reported via the enterprise 2 china study, a 62-year-old female (subject 13003/r1302) with a past medical history of cerebral infarction (B)(6) 2021) underwent stent-assisted coil embolization of an unruptured internal carotid artery (ica) aneurysm on (B)(6) 2021 and experienced a cerebral infarction following the procedure. The exact timing of the event in relation to the study procedure was not reported. Computed tomography (CT) of the head was performed post-operatively and no significant bleeding was observed. Intravenous (IV) medication was administered as treatment. The ¿end date¿ was entered as (B)(6) 2021; however, the case report form (crf) also indicates that the patient has not recovered from the event. The stroke was neither disabling nor led to in-stent thrombosis or stenosis. Per the principal investigator (pi), the event was mild in severity and possibly related to the study device, procedure, and dual antiplatelet therapy. The event was not considered serious. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 6.71mm and neck width 2.77mm. The parent vessel diameter was 3.89mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 23mm enterprise 2 (encr402312/58522773) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Heparin was administered during the procedure. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2021 demonstrated hunt & hess grade 0 and modified rankin scale (mrs) score of 0. The patient was started on aspirin 1 gram and clopidogrel 75mg on 09 mar 2021 for prevention of thrombosis. Ticagrelor 45mg was taken from (B)(6) 2021, and the dosage was increased to 60mg from (B)(6) 2021. On (B)(6) 2021, the dosage was decreased back to 45mg but administered twice daily (bid) (this medication is ongoing). Additional information received indicated that the patient suffered from the reported cerebral infarction approximately three and a half hours after the procedure. The procedure end time was 13:55 and the start date of the adverse event was 17:30. The outcome of the event was updated to recovered/resolved. There was no evidence of coil protrusion associated with the event. Computed tomography (CT) report dated (B)(6) 2021 and magnetic resonance imaging (MRI) report dated (B)(6) 2021 were provided. The aneurysm was located at the clinoid segment of the left ica. CT scan performed demonstrated the following: bedside CT and three-dimensional creation showed that bilateral cerebral hemispheres were symmetrical, gray and white matter was clearly demarcated, and round-like dense shadows were observed in the anterior cranial fossa, with surrounding radial artifacts, which affected the observation. No abnormal density lesions are observed in the brain parenchyma, no enlargement or deformation is observed in the ventricular system, no widening is observed in the sulcus, fissure or cistern, and no deviation of the midline structure is observed. No depressed fracture was observed in the skull. Brain mr plain scan performed on (B)(6) 2021 showed the following: compared with mr films obtained on (B)(6) 2021, multiple punctate long t1 and t2 abnormal signals were observed in bilateral corona radiata and the center of semiovale, and flair images were obvious, and no significant changes were observed than before. On dwi, some lesions showed speckled and small strip high signal intensity (partial lesions in bilateral parietal lobe, left frontal lobe and occipital lobe); on t2wi and flair images, small patchy hyperintense shadows were observed around the lateral ventricle with blurred margins. No abnormalities are observed in the remaining brain parenchyma. The cistern and sulcus are slightly widened, and the ventricles are slightly enlarged, and the midline structure is not deviated. Impression: multiple lacunar infarcts and infarcts were observed in bilateral corona radiata and centrum semiovale on (B)(6) 2021 on mr images. This dwi showed multiple recent small focal infarcts in bilateral parietal lobe, left frontal lobe and occipital lobe; periventricular leukoaraiosis, mild brain atrophy, bilateral ethmoid sinus and right maxillary sinus inflammation, bilateral inferior turbinate hypertrophy, nasal septum deviation; no significant changes were observed compared with before. The device remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5852773. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. With the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are patient, procedural, and pharmacological factors that may have contributed with no indication of a device malfunction or defect. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Section b5: certified translation of CT report and MRI results was received on (B)(6) 2021. The aneurysm was located at the clinoid segment of the left ica. CT scan performed on (B)(6) 2021 demonstrated the following: bedside CT and three-dimensional creation showed that bilateral cerebral hemispheres were symmetrical, gray and white matter was clearly demarcated, and round-like dense shadows were observed in the anterior cranial fossa, with surrounding radial artifacts, which affected the observation. No abnormal density lesions are observed in the brain parenchyma, no enlargement or deformation is observed in the ventricular system, no widening is observed in the sulcus, fissure or cistern, and no deviation of the midline structure is observed. No depressed fracture was observed in the skull. Brain mr plain scan performed on (B)(6) 2021 showed the following: compared with mr films obtained on (B)(6) 2021, multiple punctate long t1 and t2 abnormal signals were observed in bilateral corona radiata and the center of semiovale, and flair images were obvious, and no significant changes were observed than before. On dwi, some lesions showed speckled and small strip high signal intensity (partial lesions in bilateral parietal lobe, left frontal lobe and occipital lobe); on t2wi and flair images, small patchy hyperintense shadows were observed around the lateral ventricle with blurred margins. No abnormalities are observed in the remaining brain parenchyma. The cistern and sulcus are slightly widened, and the ventricles are slightly enlarged, and the midline structure is not deviated. Impression: multiple lacunar infarcts and infarcts were observed in bilateral corona radiata and centrum semiovale on (B)(6) 2021 on mr images. This dwi showed multiple recent small focal infarcts in bilateral parietal lobe, left frontal lobe and occipital lobe; periventricular leukoaraiosis, mild brain atrophy, bilateral ethmoid sinus and right maxillary sinus inflammation, bilateral inferior turbinate hypertrophy, nasal septum deviation; no significant changes were observed compared with before. There is no new information that alters the previous file type determination, coding, and/or reportability determinations. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: modified information received on 19 aug 2021 was reviewed. The severity of the cerebral infarction was changed from mild to moderate. ¿is this a serious adverse event?¿ was changed from ¿no¿ to ¿yes¿ as the event required prolonged hospitalization. 30-day follow-up visit was performed by phone on (B)(6) 2021. The patient did not receive standard treatment in other institutions. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) the correct awareness date is (B)(6) 2021.

Manufacturer narrative:
Product complaint #(B)(4). Modified information received on 10 nov 2021 was reviewed. Adverse event term ¿cerebral infarction¿ was changed to ¿multiple cerebral infarction in bilateral parietal lobe and left fronto-occipital lobe¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.